Event description:
It was reported that log files displayed driveline disconnect alarms on 17jan2022 that were consistent with a controller exchange. The reason for the exchange was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being exchanged was confirmed via the provided log file. The log file contained data spanning approximately 5 days (16jan2022 ¿ 17jan2022 per timestamp, and 07mar2022 ¿ 09mar2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s driveline was observed to have become disconnected on 17jan2022 at 14:48, and the controller was fully shut down approximately 1 minute later. The controller was restarted on 07mar2022 at 9:14, indicating that the controller had been exchanged on 17jan2022. No other notable events were observed. The system controller (serial number (B)(4)) was not returned for analysis. Questions regarding the controller and the reason for its exchange on 17jan2022 were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instruct users on how to resolve all alarms that sound from their controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.